Manufacturer narrative:
An event of inability to detach the plug from the delivery cable was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an 8mm amplatzer vascular plug 4 was selected for implant. During the procedure, the device was in position to be deployed, however did not deploy. Therefore, the plug was removed and a new unknown sized plug was successfully implanted. No abnormalities or anomalies were observed with the plug that did not deploy. The patient was reported to be in stable condition. A clinically significant prolonged procedure time was reported by the physician.